Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a penumbra system 5max reperfusion catheter coaxially. After successful aspiration, the 3max reperfusion catheter was removed and placed back into the patient. The physician noticed the 3max reperfusion catheter had become kinked; therefore, the procedure continued using a 4max reperfusion catheter as the hospital did not have any more 3max reperfusion catheters available. The patient's condition was satisfactory and there was no report of an adverse effect on the patient. The physician commented: the cause of the event was probably technical error rather than malfunction of the device. It is highly possible that my assistant made the kink while inserting the 3max.

Manufacturer narrative:
Result: the 3max catheter was fractured approximately 43.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that during re-insertion of the 3max catheter into the 5max catheter, the 3max catheter kinked and fractured. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. The complaint also indicated that the kink and fracture may have been caused by user error due to improper handling when re-inserting the catheter. It appears that the catheter was mishandled when attempting to re-insert it into the patient. The 3max catheter was undamaged and functional prior to re-insertion. These devices are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.